Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) would shut off randomly while monitoring patients. There was no patient or user harm associated with this event. The unit was shipped to spacelabs healthcare for depot repair. The unit was evaluated by an equipment service center technician and the reported problem was verified. The technician reported that the device had a build up of dust in the interior of the unit and a faulty fan on the video card. The device would power up but overheat which could result in the device shutting down to prevent damage to hardware and software corruption. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.